Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a 9.5" smallbore trifuse ext set w/3 microclave clear,nanoclave (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock, reporting that a peripherally inserted central catheter (PICC) lumen leaked from the connection of the device to a yellow port. The PICC was removed, there was patient involvement and no patient harm.